Event description:
Rptr frustrated with persistent problem with defective product. Quality of texas catheter (sherwood davis geck) has gotten worse over the last 5-6 years. Rptr has been unable to contact MFR over last 2 years because co has been bought/sold multiple times. When rptr spoke with MFR 2 years ago (sent in product) told they would explore problem. Yet problem is worse/no corrective action. Rptr now unable to locate/contact MFR. Device constantly fails and failure has impacted ability to work, affected social life, because clothing always wet. Device leaks constantly, the now thinner latex ruptures/breaks, pin holes noted as soon as put on catheter, the connection tube not centered. Rptr's last attempt to contact MFR was unsuccessful (no listing).